Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, which occurred multiple times on the device. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer that a replacement pump with updated software would be sent to them. The customer acknowledged understanding of the procedures for putting the current pump into storage mode and returning it via a pre-paid ups label within 10 days.